Event description:
An 89-year-old female patient with pre-support clinical status consistent with scai shock stage c underwent an aortic valvuloplasty procedure requiring impella support. During insertion of the pump catheter, resistance was encountered in the aortic arch, and the catheter became stuck and could not be advanced further. The device was subsequently removed, and upon inspection, a kink was identified in the shaft of the pump catheter. The patient was noted to have tortuous and curved vasculature, which may have contributed to the difficulty encountered during advancement. A new pump catheter was utilized, and the procedure was successfully completed without further issue. The device was removed due to the observed failure mode, and the event included an allegation against the impella system. The event involved a pump catheter shaft kink identified during insertion, which necessitated device replacement; procedural success was achieved with a new catheter, and no patient harm was reported. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.